Event description:
"It was reported by our distributor protheos that during a surgery realized at (B)(6), the drill stayed locked in the femoral trial drill guide. A hard bone has also been reported."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer and the lot code for the reported device was not provided. If device or additional information becomes available it will be submitted in a supplemental report.